Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred. Customer's blood glucose level was 190 mg/dl. The customer administered a bolus. Reportedly, the customer was able to reload the same cartridge successfully and resume insulin delivery.